Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient who was receiving unknown drug via an implantable pump. It was reported that the patient was having a pump revision because the incision site had not healed. Hcp verified that the culture came back negative for infection, they wanted to soak the pump in betadine fluid; technical services reviewed there was no labeling for this procedure. The cause of the incision not healing determined to be wound erosion due to the patient constantly leaning to one side after surgery. The hcp had the patient come in every day for a wound check and had them on antibiotics. The hcp ultimately decided to move the pump to the other flank where it originally was. A new culture was performed at the revision which also came back negative. The incision healed nicely this time and all was resolved.